Event description:
It was reported that the tip of the guidewire broke off and remains inside the patient. A savion flx was selected for a peripheral percutaneous transluminal angioplasty (pta) procedure. During the subintimal anterograde recanalization of a calcified posterior tibial artery using the 300cm savion flex straight tip and a non-bsc catheter, the tip of the guidewire broke in the lateral plantar artery. The piece of the guide remained in the vessel. There were no patient complications reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch batch 22941084. The device was inspected. It was found that the distal tip was broken/fractured approximately 299 cm from the proximal end with the distal tip kinked beside it. The detached section was not returned. No other damages were found in the device. The dimensional inspection on the overall length and the distal tip could not be performed due to the device condition. The outer diameter of the middle of the device and the proximal section were within specification.

Event description:
It was reported that the tip of the guidewire broke off and remains inside the patient. A savion flx was selected for a peripheral percutaneous transluminal angioplasty (pta) procedure. During the subintimal anterograde recanalization of a calcified posterior tibial artery using the 300cm savion flex straight tip and a non-bsc catheter, the tip of the guidewire broke in the lateral plantar artery. The piece of the guide remained in the vessel. There were no patient complications reported and the patient was good post procedure.